Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: 325cc unknown mentor gel implant. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female had 325cc unknown mentor gel implant placed in the right breast (1645337-2018-02088), and a 350cc unknown mentor gel implant placed in the left breast. Both right sided and left sided rupture was noted post procedure. As a result, bilateral prosthesis replacement with 225cc mentor memorygel breast implants was performed on (B)(6) 2018.

Manufacturer narrative:
Additional information was received on 4/28/2018. The patient suffered left sided baker's grade ii capsular contracture, and right sided baker's grade iii capsular contracture. Also, right sided seroma was noted. The patient tolerated replacement surgery well, and was last known to be in stable condition. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 6/26/2018. Device evaluation summary: it was reported that a (B)(6) year-old female had 325cc unknown mentor gel implant placed in the right breast, and a 350cc unknown mentor gel implant placed in the left breast. Both right sided and left sided rupture was noted post procedure. Capsular contracture was later reported with this device. The device was received with cloudy gel. Green and white material was observed within the device and gel, green and black material was on the shell surface. Upon receipt a rent, measuring approximately 6.5 cm was observed within an area of siltex cracking on the posterior aspect. No other anomalies discovered. Mentor performs 100% inspection and testing of all devices prior to release. The product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. According to the information provided, the product evaluation team concluded the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. At this time is not possible to determine the origin of the green, white and black material observed. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Rupture and capsular contracture are known complications associated with these devices and are referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).